Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that due to the length of implant, the large volume of blood ingress on the proximal conductor and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the electrical complaints.

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. The rv lead appeared to have blood underneath the outer insulation when compared to the atrial lead. The physician elected to explant and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.